Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-jul-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 13-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was caller reported the implant was replaced as it was not working and was shocking the patient. Caller shared they had to do a laminectomy and that they put a whole new system in; caller confirmed a new implant and lead was put in and as the doctor was worried about contamination. Caller said the pain specialist tried to implant the patient in the same canal area on top of the spine but they believed what had happened was that there was scar tissue in that area. When they turned it on it felt like two hot wires touching as the patient would get terrible shocks in their back and they couldn't use it.